Manufacturer narrative:
Foreign - report source: (B)(6). (B)(6).

Event description:
Information was received that a smiths medical portex endobronchial tube was in use with a patient at the hospital. The patient was reported to have an unspecified pleural effusion and immediately upon placement had difficulty handling and passing the tube due to its curvature and noted "harder material". Subsequently, another tube of the same brand was used. The patient had no complications.